Manufacturer narrative:
During troubleshoot with olympus technical assistance center (tac), the customer was instructed to power the system off, remove the endoscope, clean the connector contacts on the scope with 70% isopropyl alcohol and lint free cloth. Also, to disconnect the (maj-1430) video cable from the system when using the 190 series endoscope and to ensure the digital light source cable on the back of the processor and light source is secure. It is unknown if the customer corrected the issue as the customer did not call back for further service and did not return the unit for service / evaluation to date. As part of the investigation, olympus followed-up with the facility to obtain additional information regarding the reported event but with no results. Additionally, a review of the unit's history shows the unit was purchased on september 18, 2017 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The customer reported that the evis exera iii video system center was getting an image then got a blank screen with a b30 error when connecting multiple 180 and 190 series endoscopes. No patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Despite multiple attempts made by olympus, the customer did not return the device for evaluation. The cause of the reported issue cannot be conclusively determined but it is possible the user had not cleaned the connector pins properly or was not making the proper connections as instructed. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.